Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing with pacing inhibition. The lead was surgically abandoned and replaced with a new rv lead, which remains in service. No additional adverse patient effects were reported.